Event description:
Adverse event(s): "no patient injury reported" (no consequences or impact to patient). Product problem(s): "frozen touchscreen" (no display or display failure). The customer reported problems with the touchscreen. The event occurred during set up with the patient in the room. The system was booted up with the touchscreen erratic and no functions were available. The system was switched out and the case proceeded. No patient injury was reported.

Manufacturer narrative:
The company service representative examined the system and confirmed the problem reported. The touchscreen was replaced and disposed of. The system was then tested and met all product specifications. A review of the reported complaint class "touch screen" that is related to touchscreen events, there is an indication of an increasing trend within the last 24 months. An internal investigation has been opened to address this issue. (B)(4).